Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture/infection . Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who had a 400cc mentor memorygel breast implant experienced right sided rupture and right sided infection post procedure. The issues were diagnosed through mammography. As a result, replacement with a new 400cc mentor memorygel breast implant was performed on (B)(6) 2014.

Manufacturer narrative:
Additional information was received on august 11, 2022. The device initially reported to be ruptured, was found to be intact. Reason for device explant and/or reoperation: infection. Manufacturer¿s reference number: (B)(4).